Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump powered on with auditory and vibratory alarms but the display remained blank. The display screen was removed and corrosion was found on the flex connection. A test display was inserted and the pump powered on properly with functional display. The pump was exercised for 24 hours without power issues. The battery cap was tested and found to be within specifications. The blank display screen should be obvious and detectable to the patient and should alert the patient to discontinue use of the pump. Unrelated to the complaint, the bolus button was found to be inoperable, the button was removed and the button contact was not functional. Also unrelated to the complaint, the keypad was found to be torn at the down arrow buttons and the keypad buttons were found to be intermittently responding with contamination under the buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after the patient took a shower she went to do a battery change and noticed that the pump screen was blank and there was no power to the pump. The reporter stated that the patient then noticed a tear in the keypad below the down arrow button. The reporter stated that there was moisture behind the screen. The reporter stated that the battery was changed and the issue did not resolve. There was no damage or corrosion noted to the battery compartment or cap and the yellow o-ring was not visible. This report is made based on the allegation that the pump may have lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.